Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting unspecified over-sensing. The atrial lead as explanted and a new atrial lead was implanted. There were no patient consequences.

Event description:
New information noted the atrial lead was oversensing noise.

Event description:
New information received indicates that inappropriate mode switch occurred due to the oversensing.